Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced sterile peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, fever and rigors. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On the same day, the patient began treatment with intraperitoneal (ip) ceftazidime 1.5 gram, once daily for twenty-four days and ip cefazolin 1 gram, once daily for twenty-four days for sterile peritonitis. The patient was discharged ten days after admission. It was reported the patient was recovered (four days after onset) and recovering from this peritonitis event. Dianeal and extraneal therapies were discontinued the same day as initiation. No additional information is available.